Event description:
It was reported that damage to the pump housing caused difficulty in removing the cartridge. There was no adverse impact to the customer. Reportedly, the customer had an alternate pump for insulin therapy.